Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil delivery wire was seen to be kinked/bent. The main coil was seen to be broken/fractured. A functional inspection was not available. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was not tortuous. During analysis, the main coil was noted to be fractured and not returned. There were no other anomalies noted to the device. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction¿ and 'main coil difficulty inserting', these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed 'coil delivery wire kinked/bent' and 'main coil broken/fractured during use' these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The coil (subject device) was returned for analysis and it was discovered that the main coil (subject device) was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.